Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high ise indirect gen.2 results for one patient sample. The initial potassium result was 4.5 mmol/l and the repeat result was 3.5 mmol/l. The initial chloride result was 137 mmol/l with a data flag and the repeat result was 103 mmol/l. The erroneous results were reported outside of the laboratory and were questioned by the doctor. The repeat results were believed to be correct. There was no adverse event. The potassium electrode lot number was i4529 and the chloride electrode lot number was q5687. The expiration dates were requested but were not provided. The field service representative could not determine a cause. He checked the ise and instrument performance, fluidics, adjustments, pressures, rinse mechanism, sample probe, and reviewed the data and the alarm trace. He ran ise checks, instrument check, and precision successfully and all within specification. The investigation was unable to find a definitive root cause.